Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus would not calibrate. The stylus and the cursor on the display screen were misaligned. The connection between the printed circuit board (pcb) and the overlay was re-seated and the stylus was calibrated. Analysis was also able to confirm the reported damage to the programmer; the power cord assembly latches were broken. The power cord assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus would not calibrate. It was noted that the back cover of the programmer needed repair. The programmer and stylus were returned for service. No patient complications have been reported as a result of this event.